Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-47713.

Event description:
Customer reported her sensor reading were off and the insulin pump was going into threshold suspend. Customer's blood glucose was 109 mg/dl and sensor glucose was in the 50 mg/dl range. Customer reported the blood glucose was also 96 mg/dl and sensor was 54 mg/dl. Customer has had the sensor in for 10 hours. Customer was not with in range for optimal calibration. Customer was advised to turn off sensor feature and in the morning to reconnect to old sensor. No further information reported.